Event description:
It was reported that oversensing was observed. The lead was replaced and will not be returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.